Manufacturer narrative:
Internal report reference number: (B)(4). Lancets were not returned for evaluation. Most likely underlying root cause: mlc-061. Improper use / mishandled by end user note: manufacturer contacted customer in a follow-up call to ensure the replacement products resolved the initial concern - unable to establish contact with customer at this time. Note: customer discarded the lancets, unable to obtained for evaluation.

Event description:
Consumer reported complaint for rusted lancets. The customer did not report symptoms. Medical attention was not reported as a result of the actual blood glucose results. The product storage location is undisclosed. The lancets lot manufacturer¿s expiration date is undisclosed and open vial date is undisclosed.